Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. With an external power supply attached, the device functioned normally. High current was detected during initial testing but upon resting, the measured current was normal. The cause of the premature depletion was due to high input current. The cause of the high input current could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during scheduled merlin.net transmission follow-up, pre-mature battery depletion was observed. Device was explanted and replaced. Patient recovered normally after the procedure and there were no complications.